Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient implanted with this inflatable penile prosthesis (ipp) has experienced product performance issues, as the pump bulb remains flat once it has been pushed. The pump refills when the deflation button is pushed, but only pumps one time and collapses again. Troubleshooting techniques were provided by boston scientific patient services, and if the issue persists, the user will schedule a clinical evaluation.